Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -13.00/1.5/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on an unknown date. Excessive vault was reported and blurred vision. The lens remains implanted.

Manufacturer narrative:
Additional information: b1: adverse event. B2: required intervention to prevent permanent impairment/damage. B5: the reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -13.00/1.5/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023. Excessive vault was reported and blurred vision. Cause of the event was the device. On (B)(6) 2023 the lens was exchanged for a shorter lens. This resolved the problem. D6a: on (B)(6) 2023. D6b: on (B)(6) 2023. Claim#: (B)(4).